Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a higher than expected result during a hypoglycemic event. The caller stated that the patient received a blood glucose result of 550 mg/dl on her performa system, but was having hypoglycemia. The patient experienced low symptoms of tachycardia and was sweating. The customer called an ambulance. The emt's arrived 30 minutes later and received a result of 40 mg/dl. The customer was treated with glucagon, and her blood glucose stabilized. The customer was not transported to the hospital. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.